Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The joint was broke the root cause of the reported issue was found to be this connection is solvent bonded during the manufacturing process, disassembly was attempted and it broke. Actions were taken to mitigate the reported issue: awareness notification was made to production personnel for the occlusion failure mode.

Event description:
Information was received indicating that during use, a smiths medical cadd extension set was noted to be broken and leaking at the connection site. No patient consequences were reported. No adverse effects were reported.